Event description:
Customer reported the insulin pump was not working. Customer stated she was attempting to change her infusion set and when she hit the act button it would not respond. Customer's blood glucose was 96 mg/dl. Customer was advised to discontinue use of the device and revert to back up plan. No further info reported.

Manufacturer narrative:
(B)(4). Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with unresponsive act button due to flattened dome switch. The insulin pump also had cracked case at display window corners.